Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a dye study was attempted. They aspirated the reservoir. The erv (expected residual volume) was 13.7 ml; the arv (actual residual volume) was 19 ml. They tried to aspirate the catheter so that they could do the dye study, but the hcp (healthcare professional) was unable to aspirate, so they did not proceed with injecting dye. They did an x-ray which showed that the catheter looked intact and it appeared to be in the intrathecal space. After the dye study, the patient experienced an overdose; the patient was groggy and somnolent. The patient was on a narcan drip through the afternoon. The hcp was "speculating that the patient overdosed herself on medication so she could stay in the hospital". The hcp was scheduling a catheter revision in the next 2 weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
During the pump refill on (B)(6) 2015, the expected residual volume was 3.5ml; the actual residual volume was 10ml. The patient had not complained of any therapy issues; the patient had no symptoms related to the event. There were no active alarms. The past couple of refills had gone well. The previous refill was uneventful and the reporter did not believe that there were any programming errors. It was noted that on (B)(6) 2015 the patient tripped over her dog and fell fracturing her ankle which required orif (open reduction internal fixation) surgery and she had been taking oral pain meds (morphine sulfate). The device system was delivering clonidine, bupivacaine, compounded baclofen, and dilaudid. It was later reported that the cause of the discrepancy was unknown. The patient was being scheduled for a dye study/rotor test and following up in the clinic for several evaluations and interrogations. Telemetry on (B)(6) 2015 showed no events in the logs and the reservoir drug volume was appropriate. The patient outcome was reported as "patient impairment".

Event description:
Additional information was received from a physician. The patient's pertinent medical history included no known drug allergies, diabetes mellitus type 2, hypothyroidism controlled with meds, status post lumbar spine surgery with left foot drop, neuropathic, myofascial and post laminectomy syndrome. Regarding the actions taken to resolve the patient symptoms, the patient was monitored in the ICU (intensive care unit) setting, was provided supplemental oxygen, and narcan was given intravenously. Regarding the aspiration issue noted during the dye study, no medication was aspirated or injected into the catheter port. There was no dye study conducted due to this inability to aspirate from the catheter access port. Beginning (B)(6) 2015, the pump contained and was programmed to deliver: dilaudid 10 mg/ml (dose 2.3 mg/day), bupivacaine 20 mg/ml (dose 4.60 mcg/day), baclofen 500 mcg/ml (dose 115.04 mcg/day), clonidine 350 mcg/ml (dose 80.53 mcg/day). The end date of these medications was reported as on-going. Suspect medications: bupivacaine intrathecal, clonidine intrathecal, avinza 30 mg daily, lyrica 200 mg po q8 hrs, requip 3 mg po bid, baclofen 10 mg po q 8 hrs, voltaren gel 1% prn, januvia 100 mg po daily, lodine 500 mg po tid, protonic 20 mg daily, glipizide 5 mg bid, lidoderm 5% patches, and levothyroxine 75 mcg/day.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from an hcp. The pump and catheter were replaced due to suspected kink or pump malfunction on (B)(6) 2015, as more medication was found in reservoir than telemetry report indicated. Patient had experienced a fall with fracture of left foot and exacerbated pain. The patient also experienced mild opioid withdrawal symptoms. Prior to the pump replacement on (B)(6) 2015, telemetry had been performed along with access of the pump reservoir and accessory port study.